Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the low reservoir warning is not going off when it is set to do so. Customer was advised to run a self-test on the device and the self-test passed. The low reservoir alarm does not work the way it was designed to do so. Customer was advised to discontinue use of the product and revert to a backup plan. The customer was advised that the product would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.